Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, a complete lead was returned in two pieces. An external insulation abrasion was found at the middle region of the lead which breached the ring electrode cable lumen, the ring electrode etfe cables coating were not damaged in this location. The cause of the external insulation abrasion was consistent with friction to another device or feature of the patient anatomy.